Manufacturer narrative:
The device was received by spacelabs healthcare equipment service center (esc) and evaluated by an esc technician. The reported problem was verified, it was determined that the failure was mostly likely a result of a faulty main board as no other hardware fault was identified. Due to the age of their device and part obsolescence their xhibit central station was no longer repairable, the customer was advised that they would need to replace the device. The sudden loss of power was likely the result of a faulty main board.

Event description:
The customer reported that while in use, the xhibit central station would power itself down. There was no patient or user harm associated with this event.